Event description:
It was reported that the tap broke while tapping pedicle.

Manufacturer narrative:
Result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual inspection of the device showed that the tip of the tap fractured at the uppermost laser marking. Wear markings were present on the tap, such as scratches and gouging. The device has been in the market for approximately 7 years and the frequency of use of the device is 2 times a week. The IFU for instruments states " 1. The life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. 2. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery " conclusion: the most likely cause of the fracture is that the instrument was not properly examined for wear prior to sugery and fractured during surgery due to normal wear.

Event description:
It was reported that the tap broke while tapping pedicle.